Event description:
The account generated a falsely depressed hemoglobin of 7.2 g/dl processed on the cell-dyn 1800. The sample was sent to a reference laboratory which tested hemoglobin of 13.9 g/dl. The account uses a hemoglobin reference range of 12 to 16 g/dl. No impact to patient management was reported.

Manufacturer narrative:
The cell-dyn 1800 operator's manual was reviewed and provides information to address the customer complaint. A 12 month ticket search for list 07h77-01 was performed and the instrument's service history review was performed. No product issue was determined and no non-statistical trend was identified. Additionally, based on the ticket review, the complaint incident may be related to pre-analytic handling. A product deficiency cannot be identified.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete. Evaluation in process.